Event description:
Customer received a negative result on a positive pt for icon 25. Customer stated sample used for test device was urine. The bhcg was 203. Customer stated pt had ectopic pregnancy and on methotrexate. Icon 25 lot # 2030365 exp. 03/2014. Test kits are kept at room temperature. Pt care was not affected. Confirmation was based on serum quantitative bhcg. Customer stated instructions were followed per package insert. Customer stated per staff that ran test control line was visible.

Manufacturer narrative:
Investigation pending.